Event description:
The customer reported an uncontained clear fluid leak of approximately one (1) ml from the manual probe of the coulter lh 500 hematology analyzer while running controls. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was discovered. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse replaced the backwash arm cylinder (cl3) on the blood sampling valve (bsv) module to resolve the leak. (B)(4).